Event description:
The account stated one patient had elevated architect ipth results a year ago which lead to additional medical exams and testing. No specific testing data or patient information was provided. No impact to patient health was reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, architect intact pth, ln 08k25-25, that has a similar product distributed in the us, architect intact pth, ln 08k25-27. Abbott has confirmed that a performance shift in the architect intact pth assay has the potential to generate falsely elevated results on patient samples. A product recall has been issued and the investigation has identified instability of the architect intact pth (B)(6) 2014, reduced expiration dating has been implemented for the rest of world (row) architect intact pth calibrators (list number 8k25-01 starting with lot 03214c000) to correct the issue. Architect intact pth controls (list number 8k25-10 starting with lot 03114c000) are manufactured from the same matrix material as the calibrators. Therefore, both row architect intact pth calibrators and controls listed above will have a reduced expiration dating. Implementation of architect intact pth calibrators and controls with reduced expiration date (shelf life) will return the product performance to package insert claims.